Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened bolus button. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. There was no resistance by the button press. The customer had to press the buttons harder than normal to receive response. The customer's blood glucose was 144 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.